Event description:
The inferior puncta was dilated with the sharp dilator. The fci guide was then passed through the lower system, while turning the guide it was noticed that it didn't go down, the guider was then withdrawn, and it was noticed that the tip was broken off. The tip was still in the lacrimal system. X-ray was then performed. It confirmed that the tip was still in the lacrimal duct system. Phone consult was performed with dr. Who recommended removal of the foreign body. Discussed events and plan with parent. Arranged for removal today. The patient was awakened in the operating room and taken to the recovery room in good condition.